Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of this event was determined to be air in line. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a low drain volume (ldv) alarm. The patient was connected at the time of the alarm. This occurred during drain three of five of peritoneal dialysis therapy. The care giver stated the homechoice was alarming earlier and when this occurred, the patient thought they could stop the alarm by disconnecting from the homechoice. The care giver stated the patient disconnected momentarily from the homechoice and fluid started leaking out of the patient line so they immediately reconnected to the homechoice. The care giver stated the homechoice was then alarming with ldv and there was air in the patient line. The technical service representative assisted the care giver in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.